Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The patient's blood glucose level was 187 mg/dl at the time of the call. The customer stated that the insulin pump does not vibrate when they press the act button to bolus. The customer stated that they inserted new batteries, but the issue persisted. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no vibration during the self test due to a broken black wire on the vibrator motor. The pump also had a cracked reservoir tube lip.